Event description:
Caller reported a solid blue screen that affected their ability to interact with the pump. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.